Event description:
It was reported that the colonovideoscope had foreign objects in the forceps channel. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted d8, h3, h6.

Event description:
No additional information received from customer.